Event description:
It was reported the pt lost stimulation therapy from her scs system approx one month ago. The pt is unable to communicate with her scs ipg using external devices. A sjm rep met with the pt and confirmed the pt's ipg is not communicating with external devices. F/u identified the pt's scs ipg was replaced on (B)(6) 2013. The pt reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.